Event description:
(B)(4). Just had allergy skin test to metals. Allergic to nickel!!!!!!! Just found this out. Now I know this is not in my head. There is an actual reason. Dr. Never tested me for nickel! Headaches, hip pain, finger joint pain, itchy hives on chest and legs, foggy, difficulty remembering, bloated, weight gain.